Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this pacing system presented to the clinic with decreased sensing, loss of capture and diaphragmatic stimulation. The lead was successfully repositioned. No adverse patient effects were reported.